Event description:
The manufacturers representative reported the pt heard the pump alarm 1.5 weeks before and was having an increase in pain since then. The pt began having other withdrawal symptoms including shakes. The pump had been refilled with sufentil and bupivicaine a month ago. The pt was requiring large doses of supplemental oral percocet. The event logs were read and a motor stall was noted that had occurred in 2006. The pt reported no recent MRI or being around a magnetic field. The pt was in the car when the motor stall was recorded. The hcp programmed a bolus with no recovery. The pump was updated twice with no stall recovery. The pt was prescribed oxycontin 80mg twice a day and was to continue with the percocet for breakthrough pain. A pump replacement is going to be scheduled.